Event description:
Device was reading higher than the hospital meter. Reporter stated the hospital device read 112 mg/dl and customer's meter read 303 mg/dl when testing was performed at the same time. Reporter stated no treatment was received as a result of the alleged event and no controls were used with the device. Reporter indicated normal medication was taken the day of alleged incident however food was not consumed as normal due to fasting awaiting the glucose testing. A request was made for the return of the suspect device and replacement product was sent.